Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported there is no image or monitors. No patient injury was reported.